Event description:
The event is reported as: the handle was in the operating room when the anesthesiologist picked it up to assemble the blade for patient intubation when it was discovered that the handle locking pin was missing. No report of a patient injury.

Manufacturer narrative:
The investigation is incomplete at the time of this report.